Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: during testing, the pump powered on to a blank display. The pump case was removed and no damage was observed to the display screen. A test display was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient could no longer read the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.